Event description:
The customer contacted stryker to report that the shock button on their device was having issues. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that the shock button on their device was having issues. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.